Event description:
The caller alleged discrepant result when compared with the lab result reported as follows: date: 2008. Inratio: 3.6. Lab: 4.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2008, inratio: 3.6, lab: 4.7, mean: 4.15, confident limits: 2.4-6.1. The inratio and lab reading are within the confident limits per our internal procedure. Product will not be investigated. As per user guide "what causes unexpected results" certain prescription drugs and over the counter medications can affect the action of oral anticoagulants. Starting stopping, changing the dose can affect the inr value.